Event description:
It is reported the device was implanted in 1999. The patient was doing well until 2005, when she attended a yoga/tai chi class and began to experience pain. The device was revised in 2006.

Manufacturer narrative:
Evaluation summary: patient build and activity level are unk. No further engineering analysis could be done with available information. Evaluation: no device or x-rays were recieved for evaluation. Device history records are intact, conforming and indicate manufacture to specification.